Manufacturer narrative:
Styczen h, fischer s, gawlitza m, et al. Reconstructive endovascular treatment of basilar artery fenestration aneurysms: a multi-centre experience and literature review. The neuroradiology journal. 2022;35(3):319-328. Doi:10.1177/19714009211042877. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Styczen h, fischer s, gawlitza m, et al. Reconstructive endovascular treatment of basilar artery fenestration aneurysms: a multi-centre experience and literature review. The neuroradiology journal. 2022;35(3):319-328. Doi:10.1177/19714009211042877. Medtronic literature review found a report of patient complications in association with a pipeline embolization device and solitaire ab stent. The purpose of this article was to present experience of basilar artery fenestration aneurysms (bafas) treated by different reconstructive techniques. The most frequent treatment strategy was coiling (21/36), followed by stent-assisted coiling (sac) (7/36), intra-saccular flow disruption with the woven endobridge (web) embolization (6/36), and flow diversion (2/36). There were 35 total patients included. The mean age 54 years, 27/35 were female. An unknown number of pipeline and solitaire ab devices were used in the procedures. The article does not state any technical issues during use of the pipeline or solitaire ab. The following intra- or post-procedural outcomes were noted:  - in-hospital mortality occurred in 2 patients. One individual who had been treated with sac died due to pulmonary embolism.